Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Premicath snapped during placement; senior physician attempted to pull premicath back slightly; breakage was noticed; catheter fragment had to be surgically removed; patient is doing well after the procedure.

Manufacturer narrative:
This complaint is not confirmed. (Classification according to sop 002). We received a sample of a catheter in two parts, which was still inserted into a 24 g cannula. The pink adapter had been secured to the cannula hub with adhesive tape. The catheter tube snapped off at approximately 8.3 cm. Microscopic examination revealed an extremely rough and jagged surface at the break points. Furthermore, severe fibrin deposits were visible on both catheter tubes, and the catheters (especially the distal fragment) were discolored. This appearance does not correspond with the user's statement that the catheter snapped during placement. We have only seen this appearance in catheters that have been in place for several days. The cause of this complaint was excessive tensile force. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter/set components are randomly checked. The tensile force values for the catheter tube batch involved (assembly 6g35961012, batch 8237078) ranged between 3.38 n and 4.53 n, which is within the specification (min. 1.5 n). Incoming goods inspections and two 100 % visual tests after packaging are carried out. We have one further complaint for batch 230824gs and 14 further complaints regarding a snapped-off catheter tube on code 1261.206 within the last three years. This query relates to all complaints that have come to our attention worldwide. The general complaint rate for product group with code 1261 is 0.90 per mille from 2022 - 2024. No further corrective action initiated by quality management as there is no hint for a manufacturing fault.

Event description:
Premicath snapped during placement; senior physician attempted to pull premicath back slightly; breakage was noticed; catheter fragment had to be surgically removed; patient is doing well after the procedure.